Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the flow and the air water tube and cylinder. There is also white foreign material in the suction cylinder. There was no patient involvement.